Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery had to be frequently changed. The battery cap was replaced accordingly and the battery life was short for all types of batteries used. The pump emitted replace battery and low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated three low battery warnings with code 177 and one replace battery alarm with code 128, along with multiple other low battery and replace battery alarms. The device history did not contain data from the event date. Evidence of excessive battery use was also observed in the device history. The battery compartment was intact with no damage or evidence of moisture ingress. A battery cap was not returned with the pump; a test cap was used for further investigation. The test cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was observed on the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.